Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces, and no missing material observed. The instrument passed engagement, recognition, and intuitive motion tests on in-house system. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on the monopolar curved scissor (mcs) was frayed. The procedure outcome was unknown at the time of this report with no reported injury.